Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/16/2021. An investigation was conducted on 03/09/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device as well as on the seal, tension spring assembly and delivery device indicating there was an attempt to introduce the device into the aorta. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 25154643 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [17209-supplier viant notified maquet that during the final inspection of viant batch number 7441993-108285, particulates were found in the casing of the 3.8mm, which were attributed to nonconforming springs. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.